Event description:
Post colonoscopy, patient experienced abdominal pain, swelling of abdomen, and passing blood rectally. Initially ordered to ICU by physician. Later went to operating withperforated colon. Because a colonoscope was also used dudring colonoscopy/biopsy, it is not clear what directly cause perforaation of colon. Patient had a colon resection in the or and is presently in stable condition in icudevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. The device was not destroyed/disposed of.